Event description:
Additional information received indicates there was no lead migration, and no intervention was done with the leads. Therefore, the leads are no longer reportable.

Manufacturer narrative:
Additional information received indicates there was no lead migration, and no intervention was done with the leads. Therefore, the leads are no longer reportable.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Additionally, patient's both of the octrode leads had migrated. As a result, surgical intervention may take place at a later date to address the issue.